Manufacturer narrative:
Additional information: concomitant medical products, device evaluated by MFR. Two (2) samples were received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A blood leak test was performed on both devices. The first dialyzer performed as intended with no leaks noted. The reported condition was not verified for the first dialyzer. The second dialyzer had an internal blood leak during the test. The reported condition was verified for the second dialyzer. The cause of the condition was determined to be a manufacturing issue. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during patient treatment with two revaclear 300 units, an internal blood leak was observed. Blood was not returned to the patient. There was no report of patient injury or medical intervention associated with this event. No additional information is available.